Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video bronchoscope eb19-j10. In the event reported, it was stated that the image disturbance during angulation. The anomaly was detected in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint.